Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This complaint is for an aqualine set that was damaged/deformed. The complaint was not confirmed due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No corrective/preventive action has been defined because they were not able to define what happened and relevant causes.

Event description:
This is a case that was reported to a baxter technical services supervisor. The customer reported that during the first 5 minutes of the patient being connected to the aquarius machine, a nurse noticed that the blood tubing set in blood pump was misshaped (flat) and the heparin syringe had infused more than expected. The patient was disconnected and the aquarius device was put into recirculation mode. The nurse then closed the heparin line and removed the syringe and noted 15 ml had infused, while the screen recorded only 1 ml had infused. A blood sample taken from patient which confirmed an increased level of heparin, but did not cause injury to the patient.